Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a stain in the forceps elevator knob, and foreign objects in the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign objects could not be established. However, it is likely that the staining observed on the forceps elevator is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.